Manufacturer narrative:
Confirmation of lead migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report stated that migration was confirmed prior to revision via ap x-rays. The lead was returned cut into segments as a result of the explant procedure, continuity testing did not identify any opens in any of the segments.

Manufacturer narrative:
Reporter phone number (B)(4). B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI: (B)(4), serial: (B)(6), lot: 5558252.

Event description:
It was reported that post an ipg replacement, one lead migrated and was eroding and bulging through the scalp. Attempts to suture it down were unsuccessful. As a result, surgical intervention was undertaken wherein the leads were explanted to address the issue. Additional surgical intervention may take place to re-implant the leads. The investigation was unable to determine the lead that was associated with the issue.